Event description:
Received user facility mandatory medwatch which states, "3/8/2002 pt reports being spontaneously awakened with chest pain with admission and treated with thrombolytic therapy. Chest pain resolved within 1 hour. EKG changes resolving. 2002 left heart cath, coronary arteriography and angioplasty with intra-coronary stent placement of the mid right coronary artery. Heparin 6500 units and reopro bolus and drip administered. 6 french perclose used to close femoral artery. Op site dressing applied. Firm hematoma noted 1 hour post procedure. Reopro drip stopped. Hand held pressure applied followed by femstop. No additional increase in size of hematoma noted. Femstop removed after 8.5 hours." Additional info received upon further query with the customer: there is no documentation of the size of the hematoma. The pt did not have any further events and was discharged the next day.